Event description:
Per additional information received through investigation, after implant of the valve, the patient went into cardiac respiratory arrest. Cardiac massage was started immediately, and the patient was intubated and ventilated. The cardiac massage did not improve hemodynamics. An adrenaline injection was administered but was not effective. It was collectively decided not to proceed with extracorporeal membrane oxygenation (ECMO). The patient went into ventricular fibrillation. Despite multiple resuscitation maneuvers, the patient expired.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received through investigation. The following sections of this report have been updated: additional information added to a.2, additional information added to a.3, additional information added to b.5, additional information added to b.7, additional codes added to h.6 health effect clinical code. No further actions are required.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported from france by an edwards lifesciences affiliate, a 23mm sapien 3 valve was crimped backwards onto the delivery system and was implanted backwards at the aortic annulus, blocking any ejection of blood from the left ventricle. The patient expired. The incorrectly oriented valve was only detected by reviewing angiography recordings after the patient's death. The orientation of the valve on the delivery system was not checked prior to the valve being crimped onto the delivery system.

Manufacturer narrative:
Upon further administrative review, a correction was made to h6 investigation findings code. No further action is required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 type of investigation, corrected h.6 investigation findings, and corrected h.6 investigation conclusions. The sapien 3 valve remained implanted and was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on preparation of thv and how to deploy thv. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of an incorrectly oriented sapien 3 valve was unable to be confirmed due to unavailability of relevant imagery. Per the training manual, "verify thv orientation with the inflow (outer sealing skirt) towards the tapered tip" and "the physician must verify correct orientation of the thv prior to its implantation; the inflow (outer sealing skirt) of the thv should be oriented distally towards the tapered tip". In this case, both the user who crimped the valve and the implanting physician did not identify that the valve was crimped in the incorrect orientation. As such, available information suggests that procedural factors (thv orientation was not verified prior to implantation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with implantation of incorrectly oriented thv. As no product non-conformances or IFU/training deficiencies were identified during evaluation, neither a product risk assessment escalation nor corrective or preventative action is required at this time.